Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event face was imploded/swelling (pt: injection site swelling), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This case was linked to lssmv case number (B)(4) referring to the same patient. This consumer report was received from a us consumer and concerns a 72-year-old (1952) female patient. She was injected with radiesse, in both cheeks (off label use of device), on (B)(6) 2024. The patient was previously injected with radiesse and had swelling on the right side of the face. In 2024, after the radiesse injection, the patient experienced her face was imploded (as reported) and huge. On (B)(6) 2024, the patient was admitted to the emergency room. She was treated with intravenous therapy of benadryl, prednisone (reported as pretozone) and medication for the pain. She had a lot of pressure and lymph nodes were swollen and severely compromised. On (B)(6) -2024, the patient was discharged. Half of the swelling went down and the skin was damaged by the event. She had hard areas on the right side of the face, where radiesse must have dropped (as reported). The patient was going to plastic surgeon, general practitioner and dermatologist. Due to the provided information, the outcome of the event face was imploded/swelling was considered as resolving. The outcome of the event lymph nodes swollen/severely compromised, hard areas and dropped were unknown.